Event description:
The customer reported an ac power module failure and needed to order a new ac power module. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported an ac power module failure and needed to order a new ac power module. There was no report patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.